Event description:
Prior to use, the product was inspected upon removal from the package and noted that the protecting sheath to be damaged. The physician did not use this unit. He used the same mc and other coils to complete the procedure. There was no adverse consequence to the patient. Review of the analysis performed on the returned product determined that the coil was stretched and the hypotube coating was peeled back. This reportable product malfunction was not evident from the information provided by the customer.

Manufacturer narrative:
One non-sterile dcs orbit complex is coiled into a loop enclosed within a plastic bag. The hypotube is kinked and bent 150 cm distal the strain relief. The delivery tube kinked causing the coating to peel over a .5 cm area. The coating remained attached to a delivery tube. The exact cause for the reported damage could not be conclusively determined. Although, the sample suggest that it is possible procedural related. The delivery tube was pulled back causing stretching of the coil distal segment and upon an attempt to re advance the delivery tube, the delivery tube kinked, thereby causing some of the coating peel back as observed in the returned sample. A DHR review was performed for the lot and showed that the yield was below the lsc (95%) for the coil lots that were used, (13039617/13036769) due to 3 kinked/stretched/damaged coils. This issue was investigated and found that the lot is individually manufactured, 100% inspected and qc audited; therefore, the scope of this issue is limited to this production lot. This lot of products met all requirements per the applicable mqp, including testing and inspection. There is not enough information available to determine the exact cause of the reported event. Although, it was reported that the damage was noted prior to use, it appears that further user interface contributed to the extensive damage found on the returned product. The returned condition of the product indicates that hypotube coating appears to have been stripped while trying to pull the delivery tube through the introducer wall. This could result if the zipper got stuck with attempt to re-zip the introducer, and then the hypotube was pulled back. Normal use of this product would not include this type of manipulation. The exact cause for the reported damage could not be conclusively determined. Although, the returned product suggest that the damage found is possibly procedural related and does not appear to be manufacturing related. This type of complaint will be monitored to determine if action is required. The reported complaint does not appear to be manufacturing related. However, this type of complaint will be monitored to determine if action is required.